Event description:
A file separated during a procedure. Further info has been requested, though none is available as of this report.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Further info pertaining to this event, including eval results, will be submitted as it becomes available.